Manufacturer narrative:
Healthtronics became aware of this event while speaking with the risk manager from another hospital who had a similar event with the same lithotripsy machine. After becoming aware of the incident and obtaining event details from the hospital, healthtronics contacted the lithotripsy technician from (B)(6), who treated case. He reported that after he left the hospital he received a call informing him of the issue with the patient. He called the physician to check on patient and ask if issue was caused by machine or patient factors. Physician reported that at that time he did not know. Machine was checked and monitored during following cases. Due to no malfunction of the lithotron, this appeared to be a patient incident not a machine issue. Therefore, (B)(6) did not report the incident to healthtronics. Following the second event on (B)(6) 2013, (B)(6) contacted healthtronics and requested service. Service request (B)(4) opened and healthtronics service technician dispatched (B)(6) 2013. Per service report - found short in overtemp switch. Repaired short and checked heater controller for proper operation. In addition, service request (B)(4) replaced heater controller and checked for proper programming. Tested overtemp switch by increasing temperature. Safety switch engaged and unit generated an error message. Verified water temperature decreased. Also replaced rb1 module to ensure heater would not stay on due to sticking relay. Released unit for use. Patient will need a skin graft, which has not happened yet due to other patient related factors.

Event description:
Following treatment the patient developed a very large reddened area at the treatment site. Initially unsure if injury was caused by the machine or other factors. Wound care called in, patient kept overnight. During follow-up, it was determined the patient needed a skin graft. Also, home healthcare ordered.